Manufacturer narrative:
This report is submitted on april 20, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site; subsequently the patient was treated with oral antibiotics for 10 days and a topical steroid for 10 days (date not reported). The infection has since resolved.